Event description:
It was reported that the patient presented in clinic after experiencing pacemaker syndrome. It was noted that the pulse generator was in back-up. The device was restored to normal function and the patient was stable. The patient would be followed normally.